Event description:
The customer was hospitalized for hyperglycemia. Prior to the event, the family member stated the pump had a display anomaly. It was indicated that the md believes the event was due to the pump. Troubleshooting was done for the display anomaly and was advised to call back. No further details.